Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered and unresponsive. Reportedly, the screen was shattered because the customer was wearing the pump during a car accident. The customer's blood glucose level was 343 mg/dl with moderate ketones and was addressed with a bolus via the pump. The customer confirmed that an alternate method of insulin delivery was available.